Manufacturer narrative:
The lot history record of the reported lot number has been reviewed. The pipeline was returned for evaluation without the pushwire as it was discarded. The pipeline was found opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's complaint was confirmed. The cause for experience reported could not be determined as the pipeline was returned without the pushwire. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per the pipeline IFU (instructions for use): never rotate the delivery wire for more than 10 full turns. If ped does not open after 10 turns, remove the entire system (microcatheter and ped delivery system).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right unruptured saccular petrous segment internal carotic artery (ica) aneurysm, the physician observed that the distal end unable to release after 70% unsheathing. After several attempts of clock-wise torques, the pipeline was still unable to be released from the capture coil. After noticing this problem, the physician decided to retrieve the device into the guide catheter and remove the entire system. Subsequently the physician completed the procedure with another device of the same size. There was no resistance felt by the physician during the device delivery and the microcatheter was used to deploy the other device successfully. No patient injury was reported as a result of this procedure.